Manufacturer narrative:
Concomitant medical products: product: ID 924256, product type: accessory. Other relevant device(s) are: product ID: 924256. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stimloc of the lead was found to not be tightened during the operation. A new lead/stimloc was used and the surgery was completed the same day. The patient was hospitalized for observation.

Manufacturer narrative:
The returned stimloc burr hole device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Section d information references the main component of the system, other applicable components are: product ID 924256 lot# 082210321a serial# implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.